Event description:
According to the summons received, the plaintiff sustained severe bodily injuries when she suffered a cautery burn to the extensor pollicus longus tendon during surgery on her right wrist.

Manufacturer narrative:
To date, the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.